Event description:
A physician was using a gel mark ultra biopsy device following a biopsy with a mammotome biopsy device. He experienced resistance when he deployed tme pellets, pulled back on the applicator and tried again to deploy the pellets. He experienced resistance while attempting to remove the applicator, and then decided to remove the gel mark ultra and mammotome as a unit. When he examined the applicator, he observed that the tip had sheared off . He also found material, possibly a pellet in the mammotome bowl. There were no pt adverse effects.